Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® smarttouch® bi-directional navigation catheter and the catheter became knotted inside the patient's aorta. The physician was not able to straighten out the catheter inside the terumo pinnacle 9fr sheath. The catheter was pulled from the patient¿s body and it was noticed that the tip was mangled. There was not any detachment of any component, no exposure of any internal catheter components or sharp edges. The catheter was replaced and the issue resolved. The procedure was completed with no patient consequence. This event has been assessed as MDR reportable because the catheter becoming knotted poses a significant risk of damage to the vascular structures of the patient even if the integrity of the catheter is intact and no rings appear to be damaged or sharp.